Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device and thermistors were found within specification in relation to the reported system error 345, which was not reproduced during evaluation. A review of the event history log identified multiple system error 345. The pump and thermistors were found to function as intended during testing. The upstream sensor was replaced per procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.